Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field(s): h3, h4 and h6. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): drawing number and revision number of IFU: rc2058 10. Manual number and revision number: rc2058 10. ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. - do not close the gripper and perform output when there is nothing being gripped between the gripper and the tip of the probe, or when it is not possible to confirm that the gripped biological tissue or blood vessel has been incised. Friction between the gripper and the tip of the probe may cause abnormal heat generation, which may lead to damage, deformation, or detachment of the gripper and the tip of the probe, or part of the tissue pad may peel off, resulting in severe wear. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ·when treating biological tissue or blood vessels, apply light tension to make the incision visible. Also, once the incision is complete, immediately stop output. Otherwise, abnormal heat caused by friction between the tissue pad and the tip of the probe may result in damage, deformation, or detachment of the gripping part (both the stainless steel and fluororesin parts) and the tip of the probe, or part of the tissue pad may peel off. ·when inserting the thunderbeat into or withdrawing it from the trocar tube, gently hold the control handle and make sure that the grasping section is closed. If the thunderbeat is inserted or withdrawn with the grasping section open, the probe tip/grasping section may become damaged, or it may become impossible to withdraw it from the trocar. ·when inserting or removing the sonic beat handle from the trocar mantle, lightly grasp the movable handle and make sure that the grip is closed. If you insert or remove the handle with the grip open, the grip or the probe tip may be damaged, making it impossible to remove the probe from the trocar mantle. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited peeling pad. There were no reports of patient involvement.